Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient is caucasian.

Event description:
It was reported that during a child¿s infusion with two medications and two pump modules, the sodium chloride set disconnected at the luer connection to the milrinone set. The event set was connected to the milrinone set luer closest to the patient's IV catheter. The event set infused maintenance fluid (500 ml bag of 0.45% sodium chloride) at an unknown rate. The set attached to the IV catheter contained milrinone (100 ml bag infusing at 1.82 ml/hr). The clinician stated that no infection or patient harm occurred as a result of the disconnection, and the sets were sequestered for investigation. Although requested, no other event or patient details were provided.

Manufacturer narrative:
Additional information provided: d.10 the customer¿s report of an unintended disconnection at the distal smartsite was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of disconnecting anywhere throughout the sets. The root cause of the customer¿s report was not identified.

Event description:
It was reported that during a child¿s infusion with two medications and two pump modules, the sodium chloride set disconnected at the luer connection to the milrinone set. The event set was connected to the milrinone set luer closest to the patient's IV catheter. The event set infused maintenance fluid (500 ml bag of 0.45% sodium chloride) at an unknown rate. The set attached to the IV catheter contained milrinone (100 ml bag infusing at 1.82 ml/hr). The clinician stated that no infection or patient harm occurred as a result of the disconnection, and the sets were sequestered for investigation. Although requested, no other event or patient details were provided.